Event description:
The customer reported intermittent power issues. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
After returning from the bench, this device still shows power issues. It was reported that there was no patient involvement.